Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Consumer called to report inaccuracy with his meter when compared to a lab test. Analysis run on clark error grid using lab reading (61) as reference point vs. Bd readings (150) yielded data points in the d zone of the grid, outside acceptable limits.